Manufacturer narrative:
The device was returned and the evaluation found that the air water tube and cylinder had foreign objects, the scope cover plate was peeling, the control section had a stain, the grip had a stain, the switch box had a stain, the air water cylinder had no color, the scope cylinder had no color, the right left and up down knobs had stains, the scope cover had a scratch, the scope connector was deformed, the scope connector label is peeling, the scope connector has a crack, the electrical connector has corrosion due to water leakage, the distal end rubber was pinching causing water tightness to be lost, the distal end cover was scratched causing insulation resistance to not be up to standards, the nozzle was clogging causing water contact to not meet standards, the angle wire was worn causing it to not bend in the up direction, the image guide protector has a cut, the distal end cover has a crack, the objective lens has a crack, the light guide lens has a crack, the adhesive on the distal end rubber has a crack, the connecting tube has a wrinkle, the protector of the universal cord on the scope connector side is damaged and the universal cord has a wrinkle. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that the air water tube and cylinder had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: d9, d5, e1, g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the investigation, it was determined likely that reprocessing was not conducted properly due to leakage from bending section cover and suction connector. Subsequently, the materials were possibly not eliminated. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.